Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device still has same issue with previous wo((B)(4)), even though it was repaired by dymax (received in kr on 18 nov after repair). This needs repeat repair (within 90 days) and will be sent to dymax again. (Feb,19, 2025) this will be repaired in south korea, not dymax. We'll start to repair once the arcticsun stat spare part is arrived. Per sample evaluation results received via task on 03apr2025, it was reported that the alert 113 found in event log history, faulty chiller.

Event description:
It was reported that the device still has same issue with previous wo: (B)(4), even though it was repaired by dymax (received in kr on 18 nov after repair). This needs repeat repair (within 90 days) and will be sent to dymax again. (Feb,19, 2025), this will be repaired in south korea, not dymax. We will start to repair once the arcticsun stat spare part has arrived. Per sample evaluation results received via task on 03apr2025, it was reported that the alert 113 found in event log history, faulty chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Tested the device in manual mode, set the water temperature to 4 degrees and operated the device, but even after 2 hours, the water temperature did not cool down below 15 degrees. This test was repeated several times, but the same symptoms occurred, and the chiller pump assy. Operated normally. Replaced chiller. After completion of service, the device passed functional verification and electrical safety testing. Per baw2800349 (arctic sun¿ stat temperature management system service manual) rev. 2 and sr-03-ttmt-0003 rev. 4, the device meets all specifications. Ctu calibration performed. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device still has same issue with previous wo ((B)(4)), even though it was repaired by dymax (received in kr on 18 nov after repair). This needs repeat repair (within 90 days) and will be sent to dymax again. (Feb,19, 2025) this will be repaired in south korea, not dymax. We will start to repair once the arcticsun stat spare part is arrived. Per sample evaluation results received via task on 03apr2025, it was reported that the alert 113 found in event log history, faulty chiller.